Event description:
Customer reported that screen was damaged and hard to read. There was no reported impact to the customer's blood glucose level. Customer declined follow-up from technical support, and no further information was obtained regarding the outcome of the event.